Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had been having problems with the interstim. They have sharp electrical shock pain where the ins is implanted. Patient clarified it is not where they feel stimulation sensation. Patient saw a nurse practitioner at managing physician's office on monday and they told patient they would like a manufacturer representative (rep) to interrogate the device. They also told patient they would have a rep contact patient directly; however, patient has not heard from anyone.

Event description:
Additional information was received. The patient called back and reiterated their previously reported issue and stated their hcp office wanted the patient to call to request a medtronic representative (rep) to come to work with them. Patient services reviewed the role of the rep with the patient and gave the patient the national answering service (nas) number so the hcp could page a rep to be at the patient's appointment. The patient reiterated that about 3 days after implant, they had been getting out of bed and felt a "sharp ripping" sensation and that ever since then, they've had more pain at the ins site, especially when the ins would flip. The patient further clarified, the ins wasn't entirely flipping, but since that "tearing pain", it was shifting from side to side, "like a boat in water" and when it was "sort of rocking side to side" that was when they would get the sharp pain. The patient stated when the ins leveled out and stopped "shifting," the sharp pain would go away but they still had an achy pain remaining at the ins site. Patient services redirected the patient back to their hcp and sent another email to the field.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.